Event description:
The event is reported as: the entire circuit flooded with water. No pt injury reported.

Manufacturer narrative:
The sample has not been returned for investigation at time of this report. The investigation report is incomplete at this time. A follow-up report will be sent when investigation is complete.